Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. One unpackaged abs-10060r serial number: (B)(6) was returned for investigation. Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 30ml platelet-poor plasma (ppp), 24ml rbc, and 6ml prp. The prp volume within the syringe was recorded as 6ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the prp produced had expected cellular concentrations. No error messages were replicated during functional testing. No problem found. Refer to investigation photos and memo.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
08/02/2024, it was reported by a sales representative via sems- (B)(4) that an abs-10060r angel centrifuge was producing an error message multiple times incorrectly during use. There was an air bubble message despite no issue. There was no harm to the patient. Additional information was provided on 08/06/2024, stating that this is a reoccurring event each time they attempt to process blood. They utilize this centrifuge in the operating room for a wide variety of procedures. It was noted that they were able to get the machine to finish this spin.